Event description:
N/a.

Manufacturer narrative:
The faulty safety disk was received at getinge's nrc for evaluation 23mar2022. A supplemental report be submitted upon completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(medical device-problem code, type of investigation, investigation findings, investigation conclusions), h10. Additional information name: (B)(6).

Manufacturer narrative:
Testing of actual/suspected device, during pm, fse tried to install new safety disk which failed the patient interface module tests during the membrane test. Fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. It is expected that the suspected faulty safety disk will be returned to getinge's national repair center (nrc) for failure analysis. A supplemental report will be submitted upon receipt of additional information or completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an out of box failure of the safety disk. There was no patient involvement, and no adverse event reported.